Event description:
It was reported that the customer received no delivery and motor error alarms. She was rewinding the insulin pump when this occurred. Customer stated her insulin pump began to work. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.